Event description:
Pt was admitted with hyperkalemia. It was discovered during hospitalization that pt's automatic implantable cardioverter-defibrillator was malfunctioning so pt underwent revision of aicd. Cp+ had long charge time; dr chose to electively replace device on advice of medtronic c.s. And tech svs.